Event description:
In 2009, pt reported her infusion device had displayed an occlusion. She stated she had intended to bolus 4.0 units of insulin and 2.4 units of the bolus were delivered prior to the occlusion. Pt reported she has not been able to put the infusion device into the run mode since the occlusion. She stated she had not been receiving any insulin through the infusion device for several hrs. Pt reported she was experiencing elevated blood glucose levels. She stated her meter read "hi" (>600 mg/dl). Pt reported the infusion device displayed e10 (cartridge error) during the call. Advised pt to disconnect the infusion tubing from the headset and attempt to prime the infusion tubing. Pt reported she was able to successfully prime the infusion set, and placed the infusion device into the run mode. She stated she attempted to give herself a 10.0 unit bolus and the infusion device displayed occlusion after 5.3 units had been delivered. Advised her to change the infusion headset. Advised it is recommended to change the infusion headset at least every three days. Pt reported she changed the infusion headset and bolused to fill the cannula with insulin. She stated she then bolused the remaining insulin that she had intended to give prior to the occlusion. Pt reported she bolused a total of 5.4 units successfully and no occlusion occurred. Advised that she may want to consider a different site area. Advised that it is recommended that she speak with her doctor prior to changing the infusion site area as levels of absorption do vary. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent info on infusion site mgmt, product was replaced and requested return of the suspect product for eval.